Manufacturer narrative:
Conclusion code: field left blank- no available code for undetermined or unknown cause. The customer¿s report of the pump shutting down was not confirmed. A channel disconnect pop-up appeared on the pcu display, rather than the devices shutting down as reported. Physical inspection showed that pump module sn (B)(4) and the pcu both had dull iui connectors. Analysis of the pcu event log showed three pump modules were in use and infusing prior to the reported event. Channel a pump module sn (B)(4) infusing norepinephrine and channel b pump module sn (B)(4) infusing vasopressin were both on the left side of the pcu. At 5:54 pm on (B)(6) 2017, both of these modules disconnected at the same time. Ten seconds later, they were re-added to the system and both infusions were restored. A concomitant module to the right of the pcu infusing epinephrine (channel c) was not affected. The infusions continued with no further disconnects until the system was shut down and powered off at 6:50 pm. The pump module event logs show the channel disconnect for each device was due to loss of power. The iui connector test was performed on the pcu and pump module sn (B)(4) and both devices passed. During a test infusion the devices were manipulated and channel disconnects were replicated between pump module sn (B)(4) and the pcu. The proximate cause of the reported event was a channel disconnect. The root cause of the channel disconnect was not identified.

Event description:
The customer reported that during a resuscitation event, the device shut down while vasopressors were infusing. The infusion was immediately restarted, however the patient became hypotensive during the event. Unspecified patient harm was reported, and although requested, no other event details were provided.